Manufacturer narrative:
Follow-up #1 - device evaluation: the pump has been returned and evaluated by product analysis on 09/26/2015 with the following findings: during investigation, the pump was powered on and the display was found to function properly. Unrelated to the complaint, investigation revealed that the pump case was cracked near the top right corner of the display. A leak test was performed and a leak at the crack in case was found. The pump was opened and moisture damage was found inside the pump case.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas stating the display was cloudy and there moisture and corrosion behind the display. There was no reported adverse event associated with this complaint. This complaint is being reported because the reported issue was not resolved during troubleshooting.